Event description:
Written report received states that reservoir ruptured during patient use. Device contained fluorouracil of unknown concentration and 0.9% sodium chloride for an unknown total fill volume. Reporter states that no patient injury occurred and no medical intervention was required as a result of the reported condition. Reporter indicates further that the solution stayed inside the housing of device and the patient was not exposed to the solution. Reporter states that the reported condition was observed after approximately 50% of flow.